Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging inaccurate high readings on their one touch vita meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: approximately 3 months ago, the patient tested their blood glucose and obtained an elevated reading. The pt does not recall what their blood glucose reading was at the time of the event; however, mentioned that he exhibited symptoms after taking the insulin based on the allegedly high blood glucose reading. The patient does not recall how soon after taking the insulin he exhibited the symptoms. He felt dizzy and had visual problems. The patient did not self- treat after exhibiting symptoms and did not test his blood glucose after exhibiting the symptoms. The patient went to the hospital at an unspecified time and only at the hospital was it revealed that the patient was actually in a hypoglycemic state. The only comparison the patient remembers in the hospital was the hospital meter read 103 mg/dl and his meter read 144 mg/dl. Another reading in the hospital was 49 mg/dl on the hospital meter and his meter read 69 mg/dl. Patient does not recall what time the readings were taken. The patient was admitted in the hospital for 5 days and while he was in the hospital he was treated with sugar. When his readings were back to "normal" in the hospital, his diabetes regimen was changed to 3 units of novorapid in the morning, 6 units of novorapid midday and 3 units of novorapid in the evening. A quality control test was not done since the patient did not have any control solution. The products were replaced. The complaint is being reported since the patient alleged that due to the elevated reading, he took insulin, developed symptoms of hypoglycemia and was admitted in the hospital for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.